Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
A lawsuit alleges that the patient has experienced "dizziness and felt a bulging in the right side of neck" as a result of a defective right ventricular (rv) lead. It was also reported the patient went to the hospital and was admitted in the emergency department, and was examined and evaluated. The patient underwent emergency surgery where it was discovered that the rv lead wire fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.